Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent laparoscopic cholecystectomy due to biliary dyskinesia on (B)(6) 2010. It was reported that patient underwent a d&c, hysteroscopy and novasure ablation due to post tubal ligation, dysfunctional uterine bleeding and failed medical therapy on (B)(6) 2015. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted with concurrent laparoscopic bilateral tubal ligation. No additional information was provided.